Event description:
It was reported that a hair was found on the product before use. Package was opened and noticed a hair on the plastic of the vantex central line.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon fired the device and then could not open the jaws with the trigger. The surgeon had clipped across the bile duct and the device stuck on tissue; had to be surgically removed. There was minimal bleeding at that area and the patient did not require blood products. They used another device and complete the procedure. Additional information: the surgeon has been using ligamax since it came out, so it is not an inservicing issue. He called and said he did mess with it after the case.

Manufacturer narrative:
Customer report was confirmed. The vantex catheter tray was returned opened and the catheter and all supplied components were not in the tray. There is what appears to be a brown hair about 8 inches long in the tray. This event was determined to be reportable following edward's standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.